Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv threshold increased from 2 volts on (B)(6) 2016 to >2.5 volts on (B)(6) 2016.

Event description:
It was reported that the patient felt light headed. The right ventricular (rv) lead exhibited variable thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.